Manufacturer narrative:
(B)(4). A loose connection between a solution bag and the tubing was reported and is a known cause of this alarm. As the cassette was not returned and the lot number was unknown, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The patient was connected at the time of the alarm. This occurred during dwell five of six of peritoneal dialysis therapy. During troubleshooting, it was discovered that a supply bag came loose. The technical service representative assisted with ending therapy and informed them to start over using new supplies. Proper procedures were reviewed per the user manual. There was no patient injury or medical intervention associated with this event. No additional information is available.